Event description:
A male patient contacted lifecor customer support to report that his battery packs were not charging. The download revealed many "battery runtime expired" fault flags. Patient was instructed by support to change his battery pack every twenty-four hours. Support sent the patient a replacement battery pack.

Manufacturer narrative:
Device evaluation battery pack has been completed. The reported problem was confirmed. The cause of the battery pack was no charging because of the defective battery cells within the battery pack. The root cause of the defective cells is not known, but was probably due to excessive discharging. There were many "battery runtime expired" flags on the download from this patient. This meant that the battery pack was used for greater than twenty-four hours. This means that the patient continued to use a depleted battery for hours after the expired runtime alarms sounded. The defective cells were replaced. The battery pack was retested and restocked. No adverse event resulted from the faulty battery pack. The patient received a replacement battery pack.